Event description:
The first catheter was placed and an injection of visapaque 320 using 24cc/sec for a total of 50cc at 1000 psi performed. Upon injection, the catheter ruptured just below "prs" sleeving. A second catheter was placed and upon an injection at 22cc/sec for a total of 50cc at 1000 psi, the catheter ruptured 1" below "prs" sleeving underneath patient's skin. Contrast was infused into tissue. The patient had to be observed.